Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("lot of bleeding since essure insertion") in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 in april 2015. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included postpartum state. Concomitant products included docusate sodium (dok), hydrocodone, ibuprofen and ondansetron. In august 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("cramping"), genital odour ("genital odor"), asthenia ("lack of energy"), fatigue ("super tired"), back pain ("back pain"), arthralgia ("knee and joint pain"), ear discomfort ("clogging of ears"), feeling abnormal ("brain fog"), rash ("breaking out on my skin") and dermatitis contact ("in contact with nickle in jewellery"). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital odour, asthenia, fatigue, back pain, arthralgia, ear discomfort, feeling abnormal, rash and dermatitis contact outcome was unknown and the genital haemorrhage and abdominal pain had not resolved. The reporter provided no causality assessment for abdominal pain and genital haemorrhage with essure. The reporter considered arthralgia, asthenia, back pain, dermatitis contact, ear discomfort, fatigue, feeling abnormal, genital odour, pelvic pain and rash to be related to essure. The reporter commented: the seriousness criterion ¿hospitalization¿ was reported, but not specified or assigned to one of the events quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2019: summons received : new lawyer and additional reporter was added. Case becomes a (potential) legal case. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081850) on 21-sep-2015. The most recent information was received on 13-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('lot of bleeding since essure insertion') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 in (B)(6) 2015. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included postpartum state. Concomitant products included docusate sodium (dok), hydrocodone, ibuprofen and ondansetron. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("cramping, abdominal pain"), genital odour ("genital odor"), asthenia ("lack of energy"), fatigue ("super tired, fatigue"), back pain ("back pain"), arthralgia ("knee and joint pain"), ear discomfort ("clogging of ears"), feeling abnormal ("brain fog"), rash ("breaking out on my skin"), dermatitis contact ("in contact with nickle in jewellery"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), alopecia ("hair loss"), visual impairment ("vision problems"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, fatigue, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, vaginal discharge, bladder disorder, urinary tract disorder, alopecia, visual impairment, weight increased, migraine and headache had resolved, the genital haemorrhage had not resolved and the genital odour, asthenia, back pain, arthralgia, ear discomfort, feeling abnormal, rash and dermatitis contact outcome was unknown. The reporter provided no causality assessment for abdominal pain and genital haemorrhage with essure. The reporter considered alopecia, arthralgia, asthenia, back pain, bladder disorder, dermatitis contact, dysmenorrhoea, dyspareunia, ear discomfort, fatigue, feeling abnormal, genital odour, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, rash, urinary tract disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: the seriousness criterion ¿hospitalization¿ was reported, but not specified or assigned to one of the events patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods),allergy: rash/skin condition,bladder/urinary problems: vaginal discharge,hair loss, fatigue, vision problems, weight gain, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: unspecified bilateral occlusion. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received events "dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods),bladder/urinary problems, vaginal discharge,hair loss, vision problems, weight gain, migraine, headaches" were added. Outcome of events "pain, bleeding, bladder/urinary, other " were updated as recovered. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081850) on 21-sep-2015. The most recent information was received on 28-feb-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and endometritis ('chronic endometritis diagnosed on endometrial biopsy') in a 36-year-old female patient who had essure (batch no. C59243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 in (B)(6) 2015. Current weight 205 lbs (B)(6) 2018-surgical pathology report. Diagnosis: uterus and cervix, fallopian tube, bilateral, total hysterectomy and salpingectomy: uterus: 131.3gm. Cervix: mild chronic inflammation. Endometrium: secretory type endometrium. Myometrium: no pathologic abnormalities. Serosa: benign adhesions. Fallopian tube (bilateral): complete cross sections of unremarkable fallopian tube segments. No atypia, hyperplasia or malignancy seen. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included postpartum state, chronic cervicitis and uterine bleeding. Concomitant products included docusate sodium (dok), hydrocodone, ibuprofen and ondansetron. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("knee and joint pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage ("lot of bleeding since essure insertion"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), abdominal pain ("cramping, abdominal pain"), genital odour ("genital odor"), asthenia ("lack of energy"), fatigue ("super tired, fatigue"), ear discomfort ("clogging of ears"), feeling abnormal ("brain fog"), rash ("breaking out on my skin"), dermatitis contact ("in contact with nickle in jewellery"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia),"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), alopecia ("hair loss"), visual impairment ("vision problems"), migraine ("migraine"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). The patient was treated with hydrocortisone acetate (cortizone) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, fatigue, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, vaginal discharge, bladder disorder, urinary tract disorder, alopecia, visual impairment, weight increased, migraine and headache had resolved, the endometritis, genital odour, asthenia, back pain, arthralgia, ear discomfort, feeling abnormal, rash, dermatitis contact, vaginal haemorrhage and tooth disorder outcome was unknown and the genital haemorrhage had not resolved. The reporter provided no causality assessment for abdominal pain and genital haemorrhage with essure. The reporter considered alopecia, arthralgia, asthenia, back pain, bladder disorder, dermatitis contact, dysmenorrhoea, dyspareunia, ear discomfort, endometritis, fatigue, feeling abnormal, genital odour, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, rash, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: the seriousness criterion ¿hospitalization¿ was reported, but not specified or assigned to one of the events patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods),allergy: rash/skin condition,bladder/urinary problems: vaginal discharge,hair loss, fatigue, vision problems, weight gain, migraine, headaches. Insertion details-the essure was deployed as per recommended procedure. Coils left: 3 coils right: diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Batch no c59243 production date 2014-05-20 expiration date 2017-05-31 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081850) on (B)(6)2015. The most recent information was received on (B)(6)2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure (batch no. C59243) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 1 in (B)(6)2015. Current weight 205 lbs 27nov2018-surgical pathology report diagnosis: uterus and cervix, fallopian tube, bilateral, total hysterectomy and salpingectomy: uterus: 131.3gm. Cervix: mild chronic inflammation. Endometrium: secretory type endometrium. Myometrium: no pathologic abnormalities. Serosa: benign adhesions. Fallopian tube (bilateral): complete cross sections of unremarkable fallopian tube segments. No atypia, hyperplasia or malignancy seen. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included postpartum state, chronic cervicitis and uterine bleeding. Concomitant products included docusate sodium (dok), hydrocodone, ibuprofen and ondansetron. On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), arthralgia ("knee and joint pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage ("lot of bleeding since essure insertion"). On an unknown date, the patient experienced endometritis ("chronic endometritis diagnosed on endometrial biopsy"), abdominal pain ("cramping, abdominal pain"), genital odour ("genital odor"), asthenia ("lack of energy"), fatigue ("super tired, fatigue"), ear discomfort ("clogging of ears"), feeling abnormal ("brain fog"), rash ("breaking out on my skin"), dermatitis contact ("in contact with nickle in jewellery"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding(menorrhagia),"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), alopecia ("hair loss"), visual impairment ("vision problems"), migraine ("migraine"), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). The patient was treated with hydrocortisone acetate (cortizone) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on(B)(6)2018. At the time of the report, the pelvic pain, abdominal pain, fatigue, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, vaginal discharge, bladder disorder, urinary tract disorder, alopecia, visual impairment, weight increased, migraine and headache had resolved, the endometritis, genital odour, asthenia, back pain, arthralgia, ear discomfort, feeling abnormal, rash, dermatitis contact, vaginal haemorrhage and tooth disorder outcome was unknown and the genital haemorrhage had not resolved. The reporter provided no causality assessment for abdominal pain and genital haemorrhage with essure. The reporter considered alopecia, arthralgia, asthenia, back pain, bladder disorder, dermatitis contact, dysmenorrhoea, dyspareunia, ear discomfort, endometritis, fatigue, feeling abnormal, genital odour, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, rash, tooth disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: the seriousness criterion ¿hospitalization¿ was reported, but not specified or assigned to one of the events patient received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods),allergy: rash/skin condition,bladder/urinary problems: vaginal discharge,hair loss, fatigue, vision problems, weight gain, migraine, headaches. Insertion details-the essure was deployed as per recommended procedure. Coils left: 3 coils right: diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received - lot umber added. New events abnormal bleeding (vaginal), dental problems, chronic endometritis diagnosed on endometrial biopsy were added. New reporters, height, race, medical history, treatment drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5081850) on 21-sep-2015. The most recent information was received on 14-dec-2018. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed; therefore, a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("lot of bleeding since essure insertion") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity (B)(6) in (B)(6) 2015. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included postpartum state. Concomitant products included docusate sodium (dok), hydrocodone, ibuprofen and ondansetron. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("cramping"), genital odour ("genital odor"), asthenia ("lack of energy"), fatigue ("super tired"), back pain ("back pain"), arthralgia ("knee and joint pain"), ear discomfort ("clogging of ears"), feeling abnormal ("brain fog"), rash ("breaking out on my skin") and allergy to metals ("in contact with nickle in jewellery"). The patient was treated with surgery (essure removed on (B)(6) 2018). At the time of the report, the pelvic pain, genital odour, asthenia, fatigue, back pain, arthralgia, ear discomfort, feeling abnormal, rash and allergy to metals outcome was unknown and the genital haemorrhage and abdominal pain had not resolved. The reporter provided no causality assessment for abdominal pain and genital haemorrhage with essure. The reporter considered allergy to metals, arthralgia, asthenia, back pain, ear discomfort, fatigue, feeling abnormal, genital odour, pelvic pain and rash to be related to essure. The reporter commented: the seriousness criterion ¿hospitalization¿ was reported, but not specified or assigned to one of the events. Most recent follow-up information incorporated above includes: on 14-dec-2018: irms received- new event pelvic pain, genital odor, lack of energy, super tired, back pain, knee and joint pain, clogging of ears, brain fog, breaking out on my skin, in contact with nickle in jewellery were added. New reporter and concomitant medication were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.